Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (device). Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Updated 13 may 2020 re-open: the complaint was re-opened upon receiving the product details of the tibial.. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Is an attorney.

Event description:
The medical records received on 06/11/2018 were reviewed on 07/06/2018. The patient was revised to address pain, instability, and loosening of the tibia component at the implant/cement interface. The cement is manufactured by a competitor. Doi: (B)(6) 2015; dor: (B)(6) 2017 (right knee).

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. On (B)(6) 2015: the patient underwent a right total knee arthroplasty. Attune implants were utilized with non-depuy cement. Patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2017: the patient underwent a revision of the right knee for pain, instability and radiographic evidence of tibial loosening. Intraoperatively, surgeon findings tibial tray loose at implant-cement interface. Patella was not revised. All other components were explanted and replaced (tibial, insert, femoral) with non-depuy revision knee system and non-depuy cement. Ten to fifteen seconds after surgeon "let down" tourniquet (after non-depuy revision implants were in place), an arterial bleed occurred (surgeon notes location was occurring from ¿back¿ of the knee) requiring assistance of another surgeon for immediate vascular consult and control bleeding. No further indications of other complications. Doi: (B)(6) 2015. Dor: (B)(6) 2017 (tibial, insert, femoral).

Manufacturer narrative:
Patient code: no code available (3191) used to capture the medical device removal, surgical intervention. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: description of event or problem, MFR name, city & state, device identification, medical products & therapy dates, device manufacture date, adverse event problem.